Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in london, united kingdom. Through follow-up communication with the customer, livanova learned that the device was cleaned regularly as per the instructions for use, it was placed inside the operating theater during use, when the device is not used it is stored drained and a t-safe medical tap filter for tap water is used. Prior to initial operation and prior to storing the heater-cooler, the surfaces are disinfected with clinell universal wipes and 3t aerosol collection set is replaced every 7 days since installation. However, the following deviations from device instructions for use were reported: - h2o2 checks are not performed; - h2o2 is not added when the water in tanks is changed; - prior to storing the heater-cooler, the water circuits are not disinfected. Based on the collected information, it is reasonable to assume that the above mentioned deviations from instructions for use may have led/contributed to the reported contamination.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera both on patient and cardioplegia sides post disinfection procedure. There is no report of patient injury.